Event description:
During a 2nd stage lvor lewis esophagectomy procedure, while using the handpiece and device, the generator produced a continuous tone but no error message appeared in the display. It then began to work again, but every now and then this continuous tone was heard before starting to work as normal. The scub nurse observed the device and noticed that the tip had become broken off. The broken piece did not fall off into the pt at any time and was not needed to be retrieved. The case was completed with an alternate harmonic instrument. There was no pt consequence.